Event description:
A trinity screw broke during insertion. Part of the screw was left in the patient.

Manufacturer narrative:
Per (B)(4) initial report this initial report is being submitted retrospectively as per FDA request. Additional information and the return of the broken screw was requested in order to progress with this investigation, however, this was not available. It was confirmed that the screw had broken into two parts, one of which was left in the patient. The other part of the screw was discarded following surgery and thus was not available for examination. It has been reported that the surgeon still achieved adequate fixation of the cup and no additional follow up was required with the patient. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. Based on the information that is available for this event, no further investigation can be conducted and thus corin now consider this case closed. However, should any further information be provided then this case may be re-opened for additional investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.